Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-apr-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a rough shaft issue occurred. The distal end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was scrunching up back on itself, when trying to insert the sheath into the patient. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was dilated without resolution. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. Additional information was received on the event. Resistance was seen when trying to insert the sheath into the patient¿s body. Where the dilator and the sheath come together, the sheath portion was scrunching up. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The catheter/needle was still able to be moved through the sheath. They were unable to advance the sheath with the dilator into the patient. The event was assessed as MDR reportable for a rough shaft issue occurred.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a rough shaft issue occurred. The distal end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was scrunching up back on itself, when trying to insert the sheath into the patient. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was dilated without resolution. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. Additional information was received on the event. Resistance was seen when trying to insert the sheath into the patient¿s body. Where the dilator and the sheath come together, the sheath portion was scrunching up. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The catheter/needle was still able to be moved through the sheath. They were unable to advance the sheath with the dilator into the patient. The investigation was completed on 10-may-2022. An analysis was performed on the pictures that were provided by the customer. A picture showing the device tip was received for analysis, the photo does not provide sufficient information related to the reported event and therefore, no result can be obtained from it. A customer complaint cannot be confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device visual analysis of the returned sample revealed that no damage or anomalies were observed on the carto vizigo sheath device. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an interview review on 14-jun-2022, a correction to the assessment was noted as it was originally assessed as a MDR reportable malfunction for a rough shaft issue. However, after further review the event was re-assessed to ¿material too soft / flexible (a040608)¿ which is not MDR reportable. Therefore, the h6. Medical device problem code was updated.